Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm valve implanted approximately five (5) years, underwent valve-in-valve procedure due to aortic stenosis. A 23mm transcatheter valve was successfully implanted inside the 21mm valve. The mean gradient via tee port implant was 12mmhg. There was a gradient of 7mmhg via tee post fracking.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a patient with a 21mm valve implanted 15 years, two (2) months, underwent valve-in-valve procedure due to symptomatic critical aortic stenosis. Patient presented with chronic diastolic congestive heart failure. A 23mm transcatheter valve was successfully implanted inside the 21mm valve. The mean gradient via tee port implant was 12mmhg. There was a gradient of 7mmhg via tee post fracking. Patient was discharged on post-operative day one (1). Per surgeon, surgical valve performed as intended.